Event description:
In pt admitted with lower extremity swelling and worsening shortness of breath. Ten days later, pt underwent implantation of a biventricular implantable cardioverter defibrillator and left axillary venography. Post op dx: 1 - chronic systolic heart failure. 2 - left bundle branch block 3 - coronary artery disease. Chamber pacing seen on telemetry following procedure. The next day pt went into asystole and was resuscitated. EKG strips showed no pacer spike for some time. Pt was transferred to ICU. Medtronic rep interrogated the device after the resuscitation and stated the device was functioning properly and that it had not defibrillated the pt. Pt had an elevated potassium of 5.7-5.4. Family requested the pt be placed on dnr status. The next day pt went into acute respiratory failure and expired.